Manufacturer narrative:
The subject bpx 15 endorectal coil was discarded immediately after removal from the patient and was not available for investigation. There is insufficient evidence of a device malfunction. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The site reported the following: a (B)(6) male patient with elevated psa levels was undergoing an MRI of the prostate. During pre-screening the patient denied any history of rectal problems or trauma. The patient was placed under sedation by anesthesia staff and a bpx 15 endorectal coil was inserted by a prostate clinic nurse into the patient's rectum without any difficulty noted. The site reported that the insertion was done following the instructions for use and that 70 ml of air was used to inflate the balloon. After the MRI was completed the air was removed from the balloon with a syringe and the endorectal coil was removed from the patient without difficulty. The nurse removing the endorectal coil noted there was blood on the tip of the endorectal coil. She noticed nothing else unusual with the tip of the endorectal coil. The physician was informed, images were reviewed and a possible rectal tear was identified. During image review it was also noted that the patient had a very unusual significant turn in his rectal anatomy. The patient was taken to the emergency department where he had x-rays performing which revealed free air and a 5 cm rectal tear. The patient then began to complain of abdominal pain. He was taken to the operating room where a diverting colostomy was performed.